Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer dropped the insulin pump a few times. Customer's blood glucose level was 206 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces also, with corroded battery tube. No button error alarms noted. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.